Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm during a prime. Customer also reported insulin was squirting out during a manual prime. Customer's blood glucose was 105 mg/dl. Troubleshooting found the customer's drive support cap was loose and cracked. Customer could not recall pressing on the cap while connected. The customer also reported the insulin pump powered off during a prime. Customer declined to troubleshoot for the blank display. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump alarmed prime during the basic occlusion test due to loose/protruded drive support disk. The insulin pump monitored for several days and no blank display noted. The insulin pump received with normal operating currents. No damage found on the connector isolation tape noted. The insulin pump received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.